Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device history records review was attempted for part# 321.12, lot# 1022. Device history records review is not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an articulated tension device with gauge-span 20mm (atd) broke off during an initial rotational osteotomy surgery on (B)(6) 2016. The surgeon was tensioning with the atd when he heard a snap, he noticed that the tooth had broken off where it holds onto the plate (95 degree condylar plate 5 holes/60mm/92mm). The piece was retrieved. Another atd was available and the surgeon went on as planned with the case. The plate was not affected in any way and remains implanted in the patient. There was no medical intervention, surgical delay or patient harm. The procedure was completed successfully. Concomitant devices reported: 95 degree condylar plate 5 holes/60mm/92mm (part #237.52, lot # unknown, quantity # 1). This report is for one (1) articulate tension device with gauge-span 20mm. This is report 1 of 1 for (B)(4).